Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative relinquished transmitter from previous device. Patient was advised to reinstall g5 application and re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.